Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 50cm slimtip implant lead kit, abt, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8830818.

Event description:
It was reported that the patient experienced ineffective therapy due to migration of one drg lead. X-ray imaging was used to confirm the migration. To address the issue, the lead was replaced via surgical intervention on (B)(6) 2025. Therapy was restored post op. It is unknown which led caused/contributed to the event.